Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 04-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order and patient were not crossing to all station. A technical support specialist (tss) dialed into the server and observed sluggish performance with moderate and memory usage and no disk space issues. Messaging logs showed communication failures to the inbound usage service with connection refused errors. External messaging and network services were restarted, and further investigation revealed connectivity issues with the target system. As remote access to the carefusion coordination engine production server was unsuccessful, the case was escalated to iest for further assistance. The customer manually rebooted the vm, after which the system came back online. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, had order and patient not crossing to all station. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.